Event description:
This is a spontaneous case report received from a medical doctor in united states on 05-mar-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Doctor´s wife reported that patient broke out in a head to toe rash after 6 months after essure placement. Blood test was performed and results said patient had higher level of nickel so it was thought to be a nickel reaction. Hysterectomy and removal of essure coils were reported. Symptoms subsided after essure coils removed. Pregnancy was denied. Ptc investigation result was received on 18-mar-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and after intense rash, blood test results said patient had higher level of nickel (nickel reaction). This event, seen as allergy to metals, is serious due medical importance and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the patient broke out in a head to toe rash 6 months after essure placement. Blood test was performed and results said patient had higher level of nickel so it was thought to be a nickel reaction. The symptoms subsided after essure coils had been removed via hysterectomy. Therefore, causality is assessed as related to essure and since hysterectomy was performed to remove the devices, this case is regarded as incident. Technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Further information have been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow up information received on 01-jul-2015: the required number of follow-up attempts has been completed, with no response to date. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and after intense rash, blood test results said patient had higher level of nickel (nickel reaction). This event, seen as allergy to metals, is serious due medical importance and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the patient broke out in a head to toe rash 6 months after essure placement. Blood test was performed and results said patient had higher level of nickel so it was thought to be a nickel reaction. The symptoms subsided after essure coils had been removed via hysterectomy. Therefore, causality is assessed as related to essure and since hysterectomy was performed to remove the devices, this case is regarded as incident. Technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Further information could not be obtained.